Manufacturer narrative:
Date of event: unknown but the best estimate date is between 11/6/2018 and 6/17/2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the an intraocular lens (iol) was explanted from the patient's operative eye. Requests for additional information have not yet received a response. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Additional information received reported the patient complained of poor vision - residual astigmatism with excessive myopic outcome. A non-johnson and johnson intraocular lens (iol) was implanted as a replacement into the patients left eye. There were no know injuries and not known if the patient had any contributing medical history. As a result the following fields have been updated: patient code - 3191: myopic. Patient code - 3191: residual astigmatism. Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the lens shows it was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.